Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Event summary: it was reported that the patient was experiencing frequent low flow alarms and heart failure symptoms. Log files were sent for review from the heartmate 3 left ventricular assist device (lvad). The event log file on (B)(6) 2022 captured low flow events. The calculated flow appeared to have fluctuated below the alarm threshold of 2.5 lpm. Some of the low flow events captured in the event log were not sustained for long enough (at least 10 seconds) to activate the audible alarm. The low flow events occurred at times when the pulsatility index (pi) was elevated. The low flow events seemed to be a patient related issue and not an equipment related issue. It was recommended to consider any conditions, such as hypovolemia or hypertension, which would reduce blood volume flowing through the pump. The patient subsequently required initiation of inotropes. On (B)(6) 2022, low flow alarms increased in frequency and the patient decompensated, requiring right ventricular assist device (rvad) placement. The patient was having near continuous low flow alarms despite adequate left ventricular (lv) volume, normal sinus rhythm, and normal blood pressure. An echocardiogram was completed the morning of (B)(6) 2022 with a speed adjustment from the baseline of 5200 rpm to 6500 rpm with no change in lv volume and lvad flows did not increase at higher speeds. The log file was submitted for review on 07apr2022. The event log displayed low speed advisory on (B)(6) 2022 at 07:37 am where the set speed was momentarily changed from 5600 rpm to 3900 rpm (set speed set lower than the low set limit of 4900 rpm). The set speed was changed back to 5600 rpm at 7:38am. The event log displayed multiple strings of low flows as mentioned where the low flow estimator dropped below 2.5 lpm. The pump was seeing a reduction in blood volume. It was asked to consider any conditions which would reduce blood volume flowing through the pump. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing these events. The low flow events seemed to be a patient related issue and not an equipment related issue. There were no other unusual events seen within the log files. The mcs equipment was operating as expected. On (B)(6) 2022, the patient was taken to the operating due to the outflow graft compressing under the bend relief. Once the tissue was suctioned out the flows returned to near 5 lpm. The heartmate 3 operated as expected and the patient was sent to floor for recovery.

Event description:
It was later reported that the right heart failure existed pre-left ventricular assist device (lvad) implant and the lvad did not cause/contribute to the right heart failure. The patient experienced edema, abdominal bloating, fatigue, and ascites. The patient was waiting for transplant.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted images confirmed a change in the outflow graft shape that is consistent with the reported extrinsic outflow graft obstruction. A specific cause for the outflow graft obstruction could not conclusively be determined through this evaluation. Additionally, a direct correlation between (B)(6) and the reported right heart failure could not conclusively be determined through this evaluation. The submitted computed tomography (CT) scan shows an apparent change in the outflow graft shape in the area under the outflow graft bend relief, which is consistent with the reported obstruction. The submitted photograph appears to show a surgical opening with subcutaneous fat present in the opening, but the position of the device relative to the opening could not be determined. The system controller event log files contained data from 05apr2022 and 07apr2022. Multiple low flow events were recorded that persisted for long enough to result in an audible/visual alarm. No other notable events or alarms were recorded. The pump appeared to operate as intended at the set speed. The patient remains ongoing with heartmate 3 (hm3) lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 entitled ¿introduction¿ lists right heart failure as an adverse event that may be associated with the use of heartmate 3 lvas. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 1, "introduction," explains that ventricular blood may flow either through the left ventricular assist device (lvad) or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. The system monitor section of the IFU describes the pump flow display and pulsatility index ((B)(4)) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than (B)(4) (liters per minute) and explains that changes in patient conditions can result in low flow. The ¿alarms and troubleshooting¿ section describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.